Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to the electrode belt trunk cable being cut, damaging the can l & drvn -gnd wires wire in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.